Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of a050401 - fluid leak for the period of nov 2020 through oct 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. See I chart of a050401 fluid leak for saline breast implants and additional analysis¿ attached. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported right side deflation. Device remains implanted.